Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient on impella cp had pump stop. Impella placed. During support it was reported that initial impella (sn (B)(6)) placed and when started "impella stopped" alarm noted. Per ccl staff initial pump was started with guidewire in place. This impella was explanted